Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this chronic lead was part of a system explant due to a patient infection. A boston scientific field representative reported the cause of the infection was unknown. There was no report of adverse patient effects due to the explant procedure, and no allegations against the lead while in service.